Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, the appearance of air occurred when the sheath and catheter are inserted inside the patient and suction is performed. When the catheter was removed once and suction was performed with a sheath only condition, air could not be confirmed. When the catheter was inserted again and suction was performed, air was confirmed similarly. No leak inside the patient has been observed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, the appearance of air occurred when the sheath and catheter are inserted inside the patient and suction is performed. When the catheter was removed once and suction was performed with a sheath only condition, air could not be confirmed. When the catheter was inserted again and suction was performed, air was confirmed similarly. No leak inside the patient has been observed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.